Event description:
Information rec'd from our another country affiliate. The info rec'd indicates that a pt wearing acuvue contact lenses developed "amoebic keratitis left eye." The information indicates the pt was hospitalized and treated with antibiotic therapy and antiamebic therapy. Specific info was not provided. The information was submitted as afssaps by a physician at a hosp in 2008. Our affiliate has not been able to obtain any additional info regarding this injury from the hosp. No additional info is expected. All MDR events are reviewed at quarterly mgmt review meetings.

Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn.